Manufacturer narrative:
(B)(4). The cse found that the batteries were not charging and the unit shut down when ac power was disconnected. The status display window showed a red exclamation point when batteries were inserted. The unit passed all performed testing and calibration after the breath delivery (bd) power control/distribution printed circuit board (pcb) was replaced.

Event description:
It was reported that while in patient use, the ventilator stopped. The patient was removed from this ventilator and manually ventilated via an ambu bag until transferred to another ventilator. There was no reported patient harm.